Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). The patient's blood oxygen saturation and blood pressure dropped to an unknown level. The ventilator was replaced and the patient's vital signs were normal. The final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs were provided and no service on the ventilator was requested. The user facility performs service by themselves and reportedly replaced one of the pressure transducer pc boards. The ventilator was then returned for clinical use. The replaced part was not returned so no further investigation has been possible. The root cause of the reported alarms has not been determined.